Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci repair congenital ureter problem sometime in either 2010 or 2011. Exact date of procedure was not provided. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: blood vessel was cut or ruptured.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.